Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's right total hip due to pain and trunnionosis. Explanted devices show corrosion.

Manufacturer narrative:
An event regarding "pain, trunnionosis, corrosion, trunnion wear and disassociation" involving an accolade stem was reported. The event was confirmed for disassociation and trunnion wear. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but confirmed the event for disassociation and trunnion wear and indicated "pictures of explants confirms trunnion wear and one of the post x-ray confirms disassociation and trunnion wear, need operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the event for disassociation and trunnion wear but deemed the information insufficient for a medical review. Further information such as operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components are required to determine the root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon performed a revision on patient's right total hip due to pain and trunnionosis. Explanted devices show corrosion.